Event description:
It was reported that the 9600 system locked up during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted and connectors cleaned during the service call. The system was tested and found to be working as intended and put back into service.